Event description:
Additional information was received from the patient. They reported that the issue has been resolved. No further complications were reported/anticipated at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. In a letter, they reported that it was unknown if the cause of the therapy turning off was determined. They also stated that it continues to turn off, and the issue was not yet resolved. They also called in reporting that they were trying to mess with their device, and would have an appointment with their managing physician tomorrow. They stated that every time they check the device status, it is turned off. Troubleshooting included reviewing reasons why therapy may turn off, and how to check ins battery status. Patient reported encountering por (power on reset) message and stated they have never charged the ins yet because their appointment with managing physician was rescheduled. During the call patient turned therapy back on and said they could feel it pulsating. It was recommended that they leave therapy off for the time being, as it will continue to turn off with a discharged ins, and patient will not be seeing managing physician until tomorrow. It was reviewed that the reason for the por is discharged ins battery. It was recommended that the patient bring the recharger with to their appointment.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient started to urinate all the time again starting this morning so they thought ins had died. Pt stated that the therapy was wonderful until this morning when they had a return of symptoms. The patient was only using 1 pad per day instead of having to use 10 pads, was still having a few accidents. Pt stated they connected with ins and therapy was off so pt turned on therapy and increased stimulation to 1.8v on program 7 and confirmed could feel stimulation comfortably. Pt stated they are not sure how therapy turned off. Recommended pt monitor symptoms now that therapy is on and follow up with their doctor if not seeing an improvement. Reviewed general overview of external devices/therapy.